Event description:
It was reported that approximately 2 to 3 days post placement of a wallflex 25mm diameter colonic stent in an unspecified portion of the colon, the pt presented with a perforation. The pt was taken to the operating room where the stent was removed and the perforation was repaired. The pt's status is reported as "stable".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the use facility and will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed.